Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 2 reports linked to mfg report numbers: 3013886523-2024-00098. A physician reported a bactiseal barium catheter (ID: ns0339) was implanted on (B)(6) 2024, via ventriculoperitoneal shunt (vp). The patient developed pancytopenia. The patient developed neutropenia after receiving two injections of granulocyte colony stimulating factor (g-csf). The bactiseal was used together with bactiseal (ID: ns0338) and certas valve (ID: 828804). On (B)(6) 2024, the valve was punctured, and cerebrospinal fluid (csf) was extracted. Therefore, all three devices were removed on the same day. According to information provided, the causal relationship between the incident and the product is unknown. It is also unknown if the products were replaced, however, the patient's condition was reported as stable.

Manufacturer narrative:
The bactiseal barium (ID ns0339) was not returned for evaluation (as per customer, product not available) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined, however, the possible root cause for the issue reported by the customer, could be linked to the patient and implant used on patient with material sensitivity. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.